Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they tried to give themselves a bolus but the pump would not bolus. The customer stated that there were no significant events that could have led to the issue. The customer declined assistance with trouble shooting the issue. The customer agreed to send the reservoir set back for analysis. No further information was provided.